Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noisy signals oversensing, leading into a single inappropriate shock. The noisy signals have been present for more than a year. The field representative followed up with the health care professional (hcp) and the patient and a sense b noise is suspected. Boston scientific technical services (ts) recommended troubleshooting options and to perform an x ray. At this time, this electrode remains in service. No adverse patient effects were reported.